Event description:
The sitter select alarm was rec'd to posey without prior info. A note that came with the product states that the unit has water inside and does not function. No pt injury reported. Per more info reported by the customer who stated that the unit had been accidentally dropped into water and was either failing to alarm or not powering on.

Manufacturer narrative:
Alarm does not function - eval results: a visual inspection of the returned product shows the alarm was in good working condition and required no servicing or replacement parts.